Event description:
It was reported that the patient had irritation of occipital nerve and inflammation/irritation of the incision sites. She also developed a lead-related infection and the lead(s) was removed on (B) (6) 2010. It was noted that during the healing process, she developed allodynia. Patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B) (4). Allodynia.